Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported a valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was used. The valve of the was not able to be fully closed resulting in additional blood loss. There were no patient complications reported.